Event description:
Essure coils. I had essure coils implanted in (B)(6) 2010. I started having lower back, stomach pains and cramping, heavy clotting periods, vaginal pain, painful intercourse, metal taste, migraines. In 2013 stomach pains, left work, went to ER. I had a large cyst on my ovary. Dr. (B)(64) removed cyst and removed essure coils in 2015. I've been receiving advanced pain management, caudal injections and laser radio frequency,.